Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallstent biliary uncovered stent was to be implanted to treat an obstructive jaundice-hilar cholangiocarcinoma in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortous and was dilated prior to stent placement. During the procedure, the stent was successfully deployed inside the patient. However, during removal of the delivery system, the stent got caught on the delivery system. The stent was removed together with the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.